Event description:
It was reported that this brady lead was not successfully implanted due to physician believes ablated too close to the lead and had no longer had a good capture after it was placed successfully at the left bundle branch. Physician elected to reposition the lead but was unable to remove easily and after several minutes of manipulation, the lead came out of the septum, but the screw broke off and remained in the septum. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point. The distal portion of the helix tip was not returned. The helix mechanism was not tested due to the break and dried blood or body fluid in the helix housing. An x-ray was obtained and revealed that the helix was in a slightly retracted position and had straightened out at the distal end were the break occurred. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to reposition the lead caused the helix to break.

Event description:
It was reported that this brady lead was not successfully implanted due to physician believes ablated too close to the lead and had no longer had a good capture after it was placed successfully at the left bundle branch. Physician elected to reposition the lead but was unable to remove easily and after several minutes of manipulation, the lead came out of the septum, but the screw broke off and remained in the septum. A new lead was implanted. No additional adverse patient effects were reported.